Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: investigators were unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts. There was no evidence of corrosion near keypad connector and inside pump. The battery compartment was cracked from the top to cover part. The cartridge cap is damaged ¿ torn/punctured. The cartridge cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.